Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of output anomaly could not be confirmed in the laboratory. The device was tested on the bench and found to be normal. No sense or pace anomalies were observed with the device in the laboratory. The cause of the reported field event remains undetermined.

Event description:
During a vt ablation procedure, the device was reprogrammed due to dislodgment of competitor lead. The patient arrested just after reprogramming. The patient had no intrinsic rhythm and was totally dependent on pacing. Five months previous, the patient arrested during a follow-up, and a new sense/pace lead was implanted. No further problems were seen until the ablation procedure. The physician suspected that there was a problem with the ICD and replaced it.